Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. Reportedly, the patient was scheduled for normal battery depletion device change. However, when opening the pocket a purulent fluid discharge was seen. Furthermore, it was not known when the infection was occurred as the patient was seeded with bacteria that could explain the latent infection. There were no additional adverse patient effects reported. This ICD was explanted and on the next day the lead was extracted using a laser lead extraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.